Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Information provided states that during the procedure, the pursuader (rod reducer) would not seat on the centurion screws resulting in a delay in the surgery. No adverse effects to the patient.